Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. The outer coating has separated near the distal end, and folded back on the wire guide. The inner core wire is exposed 1.5cm. Our evaluation confirmed approx 3mm of the outer coating is missing. Despite the outer coating separation, the remaining portion of the distal outer coating remains secure on the wire guide. No other damaged areas were observed during our analysis. After a review of the device history record for this lot number,we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this report, the likelihood of this type of occurrence is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the instructions for use for the trace metro direct wire guide describe the appropriate flushing techniques. These include the following directives: flush the wire guide holder prior to removal of the wire guide, flush the wire guide lumen of the accessory device prior to inserting wire guide, flush the wire guide lumen as needed during the procedure to keep the wire guide wet, and before each introduction of the wire guide into a device, wet the wire guide in a sterile water or saline bath. For best results, the wire guide should be kept wet. These activities will ensure proper wire guide performance. If these flushing techniques are not followed, this can contribute to wire guide separation and detachment. Resistance in transversing a difficult stricture could have contributed to this observation. If the wire guide receives pressure due to resistance, this can contribute to wire guide coating separation and detachment. Prior to distribution, all tracer metro direct wire guides undergo a visual inspection to ensure device integrity. This inspection includes a visual inspection of wire guide coating. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer metro direct wire guide. The wire guide was advanced into the common bile duct. A sphincterotomy was preformed, and a small piece of the wire guide coating separated and detached into the patient's bile duct. A sweep of the bile duct removed sludge and cast material, but not the detached portion of the wire guide coating. A biliary stent was placed to bridge the stricture. No add'l medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.